Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
It was reported that there have been several events in which either the cuff became exposed at the exit site or of the catheter falling out.